Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The reporter is an attorney.

Event description:
Ppf, implant records and sticker sheets received. The ppf alleges elevated metal ions after the first revision of the right hip. Only the head was added in the impacted products as the liner used was polyethylene and the stem was already impacted in the other pc. Doi: (B)(6) 2013; dor: none reported; (right hip).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.